Event description:
On (B) (6) 2010, the lay-user/reporter contacted lifescan (lfs) on behalf of her daughter alleging that a one touch ultra meter read inaccurately high. The reporter indicated that she tests her daughter 3 or more times a day. She gives a set of 20 units lantus insulin every morning. She also gives the pt sliding-scale humalog insulin based on her meter readings. The reporter indicated that on (B) (6) 2010, at 1:30 am, she found her daughter sweating profusely and acting restless. At that point, the reporter tested the pt and got "292 mg/dl." Within minutes, paramedics arrived and tested the pt's blood glucose with an emergency medical services (ems) meter and got "42 mg/dl)." The paramedics tried to administer an IV to the pt but were unsuccessful. The paramedics then instructed the reporter to give the pt orange juice. After drinking the juice, the pt's symptoms were relieved within 15 minutes. The reporter claimed that she had tested the pt's blood glucose before bedtime the night before and had gotten a "normal reading." The reporter denied that she gave insulin the night before the event. The pt also had reportedly eaten dinner as usual also the night before. She explained, however, that whenever the pt gets a lower than normal reading before bedtime, she gives the pt a snack. The reporter mentioned that the meter had been giving erratic readings for some time and possibly the device contributed to the reported hypoglycemic event. The reporter did not have control solution for troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the reporter claimed that the meter had been reading inaccurately for some time, and as result, the pt allegedly developed symptoms suggestive of severe hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.